Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped insulin delivery. Subsequently, the customer was hospitalized. Details and nature of hospitalization were not provided. Tandem technical support was unable to confirm this allegation as customer declined troubleshooting, and declined to provide additional information.